Event description:
Hill-rom rec'd a report from a hill-rom tech stating the side rail would not latch. The bed was located in room 414 at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint: #(B)(4).

Manufacturer narrative:
The hill-rom tech found the center arm was cracked. Per the hill-rom svc manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let if fall freely the side rail should lower slowly and smoothly. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm to resolve the issue. Based on this info, no further action is required.